Event description:
It was reported that the cartridge split in half and the tip of it peeled off. No adverse consequences were reported.

Manufacturer narrative:
The cartridge subject to this complaint was returned for evaluation. Visual examination of the product confirmed that the bottom bar and top bar were detached at the tip of the blade (teeth). The bottom bar of the blade looked bent downward and also the teeth of the blade looked bent downward following the bottom bar. Lot no details were not available to permit further investigation. The root cause for the breakage was undetermined.